Event description:
Instruments were stuck in knee causing surgery to be extended 15 minutes. Put stem down to trial and got stuck in femur, when tried to pull trial out with extractor the femur trial and box trial separated leaving box trial and stem in femur.